Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. A visual inspection was performed and a cut in the tubing of the sample was noted. Following the evaluation, the cause of the reported leak was determined to be a hole in the tubing. It was unknown what caused the cut in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leakage from the silicone tubing of the transfer set was observed during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.